Manufacturer narrative:
Date of event: unknown, not provided; best estimate is between (B)(6) 2020 and (B)(6) 2020. (B)(4). Attempts have been made to obtain additional information; however, to date a response has not been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an unidentified intraocular lens (iol) was implanted in the patient's eye on (B)(6) /2020. It was later explanted on (B)(6) 2020 because the patient wanted more distance. The replacement lens is a zxt225 21.5 diopter iol. The customer indicated that the original implanted lens was also a symphony lens. At exchange, there was no incision enlargement and no injury reported. No additional information was provided.

Manufacturer narrative:
This correction MDR is being submitted to address inaccurate information in section f on the xml version of the previous submission caused by a software glitch in the transmission process. The internal non-conformance numbers for this software issue are nr-0148919 and CAPA-010215.